Manufacturer narrative:
The device is available for evaluation. It has not been received. The investigation is pending. E1 - this complaint was received through: (B)(6).

Event description:
Event involving a tego¿ connector where they reported that the connector did not collapse but air entered the lines during a patient's post-dilution hemodiafiltration (hdf) treatments. The following was administered: aranesp. The disinfectants used on the valves were: biseptine chlorhexidine gluconate 0.25g / 100 ml, benzalkonium chloride 0.025g / 100 ml and benzyl alcohol 4ml / 100 ml solution for skin application. There was no defect observed on the device. The patient was not affected by a bloodborne disease, the patient was not impacted by the incident as the medical staff intervened immediately to replace the valve. There was no blood loss, there was no serious injury/death, there was no exposure to any chemotherapy, there was no delay in the treatment, no medical treatment nor surgery intervention was required, the patient was stable. The consequences for the operator were stress and loss of time. The tego was changed with another tego from a different lot and no further issues were encountered.

Manufacturer narrative:
Device was received on 9/2/2025. Investigation summary: one (1) used list# d1000, tego¿ connector, appx 0.05 ml was returned for evaluation. As received no significant damage or anomalies were observed on the samples, no mating device was returned for evaluation. The tego was leak and vacuum tested and passed all the test. Complaint of product incorporate / allow air cannot be confirmed or replicated. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.